Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about on (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
An event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of said nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.